Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result was multiple instrument issues due to maintenance being needed. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
A falsely elevated glucose result of 309 mg/dl was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested on an alternate analyzer and a result of 94 mg/dl was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated glucose result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result was multiple instrument issues due to maintenance being needed.